Manufacturer narrative:
Internal complaint number: (B)(4). Specific actions for the reported failure mode "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation on 9/27/2019. An evaluation was conducted on 12/11/2019. There were signs of clinical use and evidence of blood observed. The heater wire was detached at the tip of the hot jaw and slightly twisted, yet remained attached to the hot jaw. The silicone jaw was observed to be intact and no other visual defects was observed. A pre-cautery test was performed per the instruction for use (IFU cv000008979) with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated. A temperature and resistance evaluation was conducted to evaluate the device function in regards to the reported failure "failure to cut". The resistance value was measured at 0.678 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. An activation and transection capability test was performed over five (5) repetitions using the "max life test method stm2048073"; a bacon test. The device was not able to transect the tissue completely. By the third cut, the transection became weaker, not cutting the tissue completely. The device failed to provide a complete cut of the reference tissue due to the deformed heater wire. Based on the returned condition of the device, the reported failures "material twisted/bent; wire " and "failure to cut" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Pa was harvesting greater saphenous vein. She was having difficulty creating seal on the branches when cutting. Upon inspection, she saw that the metal was pulled away from the scissors. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Pa was harvesting greater saphenous vein. She was having difficulty creating seal on the branches when cutting. Upon inspection, she saw that the metal was pulled away from the scissors. A replacement device was used to complete the procedure. The hospital did not report any patient effects.